Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/pain") in an adult female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea"), dyspareunia ("painful intercourse/dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), migraine ("migraines/headaches/migraines/headaches"), headache ("migraines/headaches/migraines/headaches"), nausea ("nausea/nausea") and abdominal distension ("bloating/bloating"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss") and weight increased ("weight gain/loss: weight gain/weight gain about thirty or forty pounds"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and arthralgia ("hip pain/hip pain"). The patient was treated with surgery (supracervical hysterectomy exploratory laparotomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, migraine and abdominal distension had resolved, the abdominal pain, dysmenorrhoea, female sexual dysfunction, fatigue, headache, nausea, weight increased and arthralgia outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. In (B)(6) 2011, dye test :total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of the events migraine, pain, bloating and hair loss were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/pain") in an adult female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea"), dyspareunia ("painful intercourse/dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), migraine ("migraines/headaches/migraines/headaches"), headache ("migraines/headaches/migraines/headaches"), nausea ("nausea/nausea") and abdominal distension ("bloating/bloating"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss") and weight increased ("weight gain/loss: weight gain/weight gain about thirty or forty pounds"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and arthralgia ("hip pain/hip pain"). The patient was treated with surgery (supracervical hysterectomy exploratory laparotomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dyspareunia, migraine and abdominal distension had resolved, the abdominal pain, dysmenorrhoea, female sexual dysfunction, fatigue, headache, nausea, weight increased and arthralgia outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. In (B)(6)2011, dye test :total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), weight increased ("weight gain/loss: weight gain"), abdominal distension ("bloating") and arthralgia ("hip pain"). The patient was treated with surgery (supracervical hysterectomy exploratory laparotomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, fatigue, alopecia, migraine, headache, nausea, weight increased, abdominal distension and arthralgia outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Dye test :total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received events apareunia, fatigue, hair loss, migraines/headaches, nausea, weight gain, bloating, hip pain are added. Lab data updated. Lot number added. Concomitant condition added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.